Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The downstream occlusion alarm was confirmed and reproduced. The pump was found to pass further downstream occlusion testing. The pump was calibrated to endure accurate detection.

Event description:
It was found during testing that a pump was alarming for a downstream occlusion. There was no pt involvement since the error was found during testing.